Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains / increasingly intense pain / pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("increased bleeding during menstruation/ bleeding"). The patient was treated with surgery (surgery to remove essure implant). Essure was removed. At the time of the report, the pelvic pain and menorrhagia had not resolved. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: consumer underwent the required hsg (hysterosalpingogram) procedure. She had the need for additional surgery. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 17-nov-2017: legal claim received: new reporters were added. Case upgraded to incident as plaintiff had surgery to remove the essure. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of salpingitis ("infection of fallopian tubes"), pelvic pain ("pelvic pains / increasingly intense pain / pain / severe pain in my pelvic area"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2008, (B)(6) 2001, (B)(6) 2006), smoker and nicotine dependence. Previously administered products included for an unreported indication: mirena. Concurrent conditions included fever, increased white cell count, arrhythmia, heartbeats irregular, trochanteric bursitis, cervical spondylosis, spondyloarthropathy, herniated disc (herniated disc lumbar region), degenerative disc disease, yeast infection, swelling abdomen, nipple discharge, ethmoidal sinusitis, mucosal thickening, hot flashes, blood pressure abnormal, nose bleeds, dysmenorrhea, otitis media acute, acute upper respiratory tract infection, chronic sinusitis, esophageal reflux, syncope, supraventricular tachycardia, ventricular tachycardia, foot pain, pain in hip, weight bearing difficulty, coughing, sore throat, myalgia, gait disorder, postnasal drip, vaginitis bacterial, fascitis plantar, pain in heel, muscle pain, gerd, anxiety, neck mass, sore throat and abdominal distension. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), menorrhagia ("increased bleeding during menstruation/ bleeding / abnormal bleeding (menorrhagia)"), mood swings ("mood swings"), irritability ("irritability"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("frequent utis"), anxiety ("anxiety"), depression ("depression"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), polymenorrhoea ("multiple periods per month") and back pain ("lower back pain"). In (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and abdominal pain ("abdominal area pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the salpingitis, pregnancy with contraceptive device, abortion spontaneous, mood swings, irritability, vaginal haemorrhage, urinary tract infection, anxiety, depression, migraine, headache, nausea, dyspareunia, vaginal discharge, weight increased, polymenorrhoea, back pain and abdominal pain outcome was unknown and the pelvic pain and menorrhagia had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, depression, dyspareunia, headache, irritability, menorrhagia, migraine, mood swings, nausea, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, salpingitis, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: consumer underwent the required hsg (hysterosalpingogram) procedure. She had the need for additional surgery. Current weight 215 lbs. She did not allege that essure caused birth defects. According to pfs, the plaintiff have not had essure removed and is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on an unknown date: essure devices occlude both fallopian tubes date of last menstruation (B)(6) 2016. CT abdomen pelvis without contrast: scanning of the left kidney most likely secondary to reflux nephropathy. Small bilateral renal calculi measuring a millimeter in size. ¿concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical record: vaginal discharge, headache, anxiety,abdominal pain, pelvic pain, back pain. ¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: quality-safety evaluation of product technical complaint incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of salpingitis ("infection of fallopian tubes"), pelvic pain ("pelvic pains / increasingly intense pain / pain / severe pain in my pelvic area"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 3 on (B)(6) 2008, (B)(6) 2001, (B)(6) 2006). Concurrent conditions included body mass index normal, offensive vaginal discharge, fever and increased white cell count. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), menorrhagia ("increased bleeding during menstruation/ bleeding / abnormal bleeding (menorrhagia)"), mood swings ("mood swings"), irritability ("irritability"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("frequent utis"), anxiety ("anxiety"), depression ("depression"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), polymenorrhagia ("multiple periods per month") and back pain ("lower back pain"). In (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and abdominal pain ("abdominal area pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the salpingitis, pregnancy with contraceptive device, abortion spontaneous, mood swings, irritability, vaginal haemorrhage, urinary tract infection, anxiety, depression, migraine, headache, nausea, dyspareunia, vaginal discharge, weight increased, polymenorrhagia, back pain and abdominal pain outcome was unknown and the pelvic pain and menorrhagia had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, depression, dyspareunia, headache, irritability, menorrhagia, migraine, mood swings, nausea, pelvic pain, polymenorrhagia, pregnancy with contraceptive device, salpingitis, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: consumer underwent the required hsg (hysterosalpingogram) procedure. She had the need for additional surgery. Current weight 215 lbs. She did not allege that essure caused birth defects. According to pfs, the plaintiff have not had essure removed and is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on an unknown date: essure devices occlude both fallopian tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "mood swings, irritability, abnormal bleeding (vaginal), pregnancy, miscarriage, frequent utis, anxiety, depression, migraines, headaches, nausea, dyspareunia (painful sexual intercourse), vaginal discharge, weight gain,multiple periods per month, salpingitis infection, lower back pain, abdominal area pain.", concomittant condition, reporter added from pfs. On (B)(6) 2018: reporter, lab test, concomittant condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.